Event description:
It was reported that, "opened a #4 ps (r) femur, which was taken by the scrub. Cement was placed on the back of femur. The doctor noticed a small scratch in the femoral condyle. It was undetermined whether or not it happened on the back surgical table. The doctor wanted a new #4 ps (r) femur. The new implant was opened without any issues and was implanted in the pt."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.